Event description:
Patient tested on suspect device with an inr result of 8.0 lab inr was 5.62. Was told to hold coumadin dose. Facility was not running liquid controls. The reporter decline to have the product replaced for evaluation.